Manufacturer narrative:
Failure analysis revealed that the insulin pump had a blank display as a result of moisture damage on the electronic assembly. Further testing was not performed due to the blank display.

Event description:
The customer reported that the insulin pump alarmed. Troubleshooting was performed. The customer stated that the device also had moisture damage on the bottom of the liquid crystal display. No further info was provided.